Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a moderately calcified proximal lad. During use, the ifr spot measurement was successfully performed. After, the wire was used to intervene but the wire could not be pushed forward or backwards. With some degree of force, the wire was pulled back and separated into two pieces. Attempts were made to remove the separated portion via snare, but was unsuccessful. Therefore, a stent was used to tact to the vessel wall. This adverse event and product problem is being submitted due to the shaft separation requiring intervention, but retained in patient.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b2: included life threatening. Block d10: included introducer sheath size, guide catheter manufacturer, and system used. Blocks d4 & h4: included expiration date, UDI and device manufacture date. Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned without the distal portion (dome, distal coil, shaping ribbon, and solder joint to the pressure sensor housing). Approx. 3 cm (not stretched) of the distal coil that was wrapped around the core wire and the distal tip was retained in the patient. Additional information received, stated that 5-7 cm was retained in the patient, which would likely align with a stretched distal coil. The returned proximal portion (distal core wire still attached to the pressure sensor housing) measured approx. 189 cm from the separated distal end to the proximal end. The expected overall wire measurement is approx. 190 cm in length. Block h6: the probable cause of device separation is damaged during use. Manipulation and strain can damage internal components and result in the reported failure. Correction: component codes updated from 4721 - rod/shaft to 3123 - tip. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.